Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 400mg/dl and found that the customer had low blood glucose that day and he fell. The customer stated hat he bruised his ribs, and he spoke with his doctor about it. The customer mentioned that he did not go the hospital nor seek medical assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.